Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned. A serial number has been provided. Upon review of the manufacturing records, a followup report will be submitted.

Event description:
As reported by the ous affiliate, an icp express kept restarting and would not work. Another was used to complete the procedure. There were no reports of delays or patient harm.